Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the colonovideoscope exhibited foreign material in the in the air water tube and cylinder. There were no reports of patient involvement or injury.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed that the air/water cylinder and air/water channel have foreign material, as does the insertion section. However, the type of material or root cause cannot be identified. There was no deviation from instructions for use (IFU) in reprocessing steps for the locations where foreign material remained and there was no physical damage at the locations. The event can be prevented by following the instructions for use which state: the suggested events are detectable and preventable by handling device in accordance with the following instructions for use (IFU): instructions for use (IFU) states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for use (IFU) states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.